Event description:
During an meniscal repair procedure using a fast-fix 360 curved ndl delivery sys, it was reported that as the surgeon was tensioning the suture, it broke free from the implant. The anchor without suture remains in the patient unsupported as the surgeon was unable to retrieve the implant. Another fast-fix 360 curved ndl delivery sys was inserted to complete the procedure. The patient's bone quality was good. There were no reports of patient injuries or complications.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).